Event description:
It was reported that prior to using the bd preset¿ arterial blood collection syringe there was a black stain on the tip of the needle. The device was replaced.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 9617032-2024-00691 was sent in error. This report is a duplicate of MFR report # 9617032-2024-00204. Therefore, MFR report # 9617032-2024-00691 is not necessary. There was no additional reportable malfunction.

Manufacturer narrative:
E.1; initial reporter facility name: (B)(6) hospital. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using the bd preset¿ arterial blood collection syringe there was a black stain on the tip of the needle. The device was replaced.